Manufacturer narrative:
Patient age: the exact age of the patient is unknown, however the patient was reported to be over 18. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation found that the guide catheter was detached from the pull wire, was kinked in several locations throughout, and was stretched at the proximal end. Near the proximal tip of the guide catheter was enlarged indicating it was securely attached over pull wire cannula during manufacturing. The push catheter was kinked and bent in several locations throughout including a deformation at the distal tip. The push catheter was buckled and torn. The pull wire was displaced out of the push catheter through the tear and noted to be bent in several locations. A functional evaluation for stent deployment could not be performed since the delivery system was not functional with the detached guide catheter. Based on the product analysis, it is likely that procedural / anatomical factors were encountered during the procedure which may have limited the overall performance of the device. The device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend / coil leading to kinks and bends in the stent and catheters. With the stent and catheters bound by kinks and bends, the device would become unable to deploy the stent. Force to deploy the stent could ultimately cause the guide catheter to detach. Efforts to deploy the stent could cause further complications such as bending of the pull wire and tearing of the push catheter. Therefore, 'operational context' is selected as the most probable root cause for the complaint. The device history record review found the device met all manufacturing specifications.  A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling was performed, and there is no evidence that the device was not used in accordance with the labeling.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-01157 for the other associated device information it was reported to boston scientific corporation that a naviflex¿ rx delivery system was used in a biliary drainage procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the stricture was noted in the hepatic portal region. Although the patients anatomy was torturous, the cannula was able to cross through the stricture. An advanix stent was mounted on the naviflex rx delivery system, and was inserted without performing predilatation. It took time to pass through the tortuous area, but the device was able to reach the target site. When releasing the stent, the guide catheter would not retract, and severe resistance was felt. The guide catheter broke, and the pullwire became displaced out of the guidewire exit ramp of the push catheter. The detached portion of the guide catheter and the stent were removed from the patient together by using grasping forceps. The procedure was not completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a naviflex¿ rx delivery system was used in a biliary drainage procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the guide catheter would not retract, and severe resistance was felt. The guide catheter broke, and the pullwire became displaced out of the guidewire exit ramp of the push catheter. The detached portion of the guide catheter and the stent were removed from the patient together by using grasping forceps. The procedure was not completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.